Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of a leak was confirmed; however, the root cause could not be determined from the two photographs that were provided for investigation. One photo showed what appeared to be a 22g insyte autoguard in the patient's arm with an extension set attached to the blue catheter adapter. What appeared to be blood was observed on the locking collar of the extension set, the patient's arm, and a drape that was under the patient's arm. No blood was observed at the insertion site or around the catheter tubing. The leak may have originated at the connection between the extension set and insyte autoguard adapter due to an improper connection, a damaged adapter or damaged extension set. Without the physical sample, the cause of the reported issue could not be determined. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard leaks from device. The following information was provided by the initial reporter: blood leakage from device while administering to patient. Comment was made from technician that the 20-gauge IV catheter auto guards work great, but they are having trouble with the 22 gauge.